Event description:
A customer reported an alarm issue with the adc application, unknown app version, using iphone 12 with unknown operating system version. The customer indicated receiving a signal loss alarm and was unable to receive glucose alarms. The customer experienced symptoms of shaking, sweating, and dizziness. The customer's spouse obtained a reading of 3.2 mmol/l (unspecified meter) and provided unspecified oral treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing signal loss alarms with the freestyle librelink application. Successfully scanned and received glucose reading alarm notifications using a similar configuration (iphone 13 mini, ios 16.2, 2.10.1.7653) and unable to reproduce the complaint. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc application, unknown app version, using iphone 12 with unknown operating system version. The customer indicated receiving a signal loss alarm and was unable to receive glucose alarms. The customer experienced symptoms of shaking, sweating, and dizziness. The customer's spouse obtained a reading of 3.2 mmol/l (unspecified meter) and provided unspecified oral treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.